Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they felt like their device was shocking them. In addition, there was a low impedance warning, high thresholds and a polarity switch with the right ventricular (rv) lead. Follow-up investigation revealed that the patient had likely experienced diaphragmatic stimulation, and a procedure was performed to reposition the rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.